Manufacturer narrative:
The reported event of bent lead was confirmed, but bend does not exceed manufacturing specification. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during procedure preparation, a bend of lead insulation was observed. The lead was not used and was replaced. No patient consequences were noted.